Manufacturer narrative:
Results of investigation: the suspect device was not returned for investigation. Vyaire medical was unable to determine the exact root cause, but most likely the issue is caused by a hardware issue on the epc.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. The customer did mention that the first time that it happened, he noticed that the batteries were completely depleted. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the bellavista 1000 ventilator turned off twice. The therapist said they had it powered to the wall. At this time, there is no information regarding patient involvement associated with the reported event